Manufacturer narrative:
The investigation into the reported air embolism has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The evaluation revealed that patient condition was the most likely cause of the air embolism. No product was returned. There are no air in purge system alarms seen in the lt log. The cause of the embolism was most likely patient condition related. The relation to impella is unknown. The failure modes will be monitored and trended. As noted in the impella IFU, these conditions are known potential adverse events associated with impella support: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
A 68 year old female with post cardiotomy cardiogenic shock (pccs) and low cardiac output syndrome (lcos) presented for impella support. The user facility reported potential air bubbles viewed under echocardiogram imaging on the patient's first day of support. There was no reported injury sustained to the patient and support continued for seven additional days.